Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and there was evidence of moisture present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, the pump was returned with moisture visible through the display lens. The pump powered on to a blank display. A leak test failed due to a crack at the bottom right corner between the keypad and pump seal. The pump was opened and there was moisture throughout the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.